Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was longer working and died without alert and received low battery alarm and failed battery test alarm. The customer's blood glucose level was unknown. The customer declined troubleshooting for weak battery alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert, no failed battery test alarm and no weak battery alarm noted during test. Device received with cracked reservoir tube lip and cracked battery tube threads.